Event description:
It was reported that while preparing the patient for a total right knee replacement surgery, the anesthesiologist was using a 30 gauge x 1 inch bd needle for soft tissue infiltration with a local anesthesia when the needle broke off in the patient's midline posterior lumber level at l3-l4. An x-ray was done which showed the broken needle, the patient received prophylactic antibiotics, and surgery was required to remove it.

Manufacturer narrative:
A sample was not returned for evaluation. Photos of the broken needle are available and the investigation will be performed based on the photos provided. Upon completion of the investigation, an supplemental report will be filed. Of note, a quality notification review of the device lot number 4032049 was done and there were no notifications raised.